Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open and painful sore with red marks. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse cleaned and applied lotion to the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.